Event description:
The technician reported the patient position module alarm does not send a nurse call. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the bed is missing the communication cable. The technician found the account did not install the communication cable from the bed to the nurse call wall connector. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.